Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 130 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at time of the call on (B)(6) 2015. Customer sought medical attention due to blood glucose results. Comparing blood glucose test results from true track meter to hospital results; observed 30 mg/dl higher readings with truetrack meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 311 mg/dl and 285 mg/dl. Verified storage of product is within instructed spec. Test strips lot MFR's expiration date is 08/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 328mg/dl (B)(6) 2015 09:14am; 301mg/dl (B)(6) 2015 10:16pm; 300mg/dl (B)(6) 2015 10:45am; 294mg/dl (B)(6) 2015 08:49am; 271mg/dl (B)(6) 2015 08:19pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.